Event description:
Customer reported at the flow rate screen he chose, patient fluid removal of 100 ml, then he goes to the status screen and it shows 80 ml instead of the 100 ml that he set. Customer was told to reboot machine to reboot the software if it did not work to switch to a different machine. No blood loss was reported.

Manufacturer narrative:
No patient injury or medical intervention was reported. Gambro renal products has requested the downloaded machine data files and additional information relating to this incident. A final report will be submitted once the investigation is concluded.